Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Park, m. S. (2016). Re-treatment rates after treatment with the pipeline embolization device alone versus pipeline and coil embolization of cerebral aneurysms: a single-center experience. Journal of neurosurgery, 125(1), 137-144. Doi:10.3171/2015.7.jns15582. Mdrs related to this article: 2029214-2016-00683, 2029214-2016-00684, 2029214-2016-00685, 2029214-2016-00686, 2029214-2016-00687, 2029214-2016-00688, 2029214-2016-00689, 2029214-2016-00690, 2029214-2016-00691, 2029214-2016-00692, 2029214-2016-00693, 2029214-2016-00694, 2029214-2016-00695, 2029214-2016-00696, 2029214-2016-00697, 2029214-2016-00698, 2029214-2016-00699, 2029214-2016-00700, 2029214-2016-00701, 2029214-2016-00702, 2029214-2016-00703, 2029214-2016-00704, 2029214-2016-00705, 2029214-2016-00706, 2029214-2016-00707, 2029214-2016-00708, 2029214-2016-00709, 2029214-2016-00710, 2029214-2016-00711, 2029214-2016-00712, 2029214-2016-00713, 2029214-2016-00714, 2029214-2016-00715.

Event description:
Medtronic received report that a patient underwent retreatment after pipeline implantation. The patient received two pipeline devices to treat a 31mm aneurysm in the cavernous internal carotid artery (ica). At the time of follow-up, the patient was found to have persistent aneurysm filling and underwent retreatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.